Manufacturer narrative:
Findings: unit passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Pump error and power error limits were in specification, however the power management graph indicated connector resistance issue due to connector resistance issue. Unexpected low battery alert in the pump history file due to connector resistance issue. Connector was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the unit functioning properly during testing. Unit received with cracked select button on keypad overlay. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and slightly damaged keypad overlay texture at top left corner of overlay.

Event description:
The customer reported via phone call that they got replace battery now alarm on insulin pump. Customer¿s blood glucose level was unknown at the time of the incident. Troubleshoot was performed for replace battery now alarm. Customer stated that they did not get low battery alert prior to the replace battery now alarm. The insulin pump will be returned for analysis.